Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient "hadn't been herself for the last few days." It was stated the patient had more dyskinesias and her medication wasn't helping. The patient's right side device was on, but she kept her left side device off "because it is too much when both sides are on." It was stated the patient fell 5 days prior to report, but was able to catch her fall with her hands. The patient thought the device may need to be replaced due to its age. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Subsequent information received reported that the patient did not have concerns with her device or therapy. She received assistance from her physician or manufacturer representative and her concerns were resolved. She had an appointment date of (B)(6), 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 7 48251, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3389-40, lot# j0209758v, implanted: (B)(6) 2002. Product type: lead: product ID 3389-40, lot# j0204948v, implanted: (B)(6) 2002. Product type: lead. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) attributed the event to the fact that the patient accidentally turned the implantable neurostimulator (ins) off. On (B)(6) 2012, the ins was turned back on at the clinic. If additional information is received, a follow up report will be sent.